Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. There was a patient reaction. Another like device was used to complete procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.